Manufacturer narrative:
The investigation shows that this event was caused by a failure in the battery cell, which caused a chain reaction. The plastic parts used for the casing are not flammable and performed as designed. They worked effectively to prevent a fire from occurring. This is judged to be an extremely seldom occurrence. There is no risk to user or pt. Corrective action: batteries for the bluephase g2 and bluephase 20i ((B)(4)) with a date of MFR up to and including apr 2011 are being replaced. The risk of a fire occurring, not being noticed then other people in the building being at risk from fire/smoke is negligible. There is no risk to the health of the pt or user. The corrective action is for commercial non-safety reasons. Preventive action has been taken. The following design improvements have been made: (B)(4). The protective glass of the led and display were not cracked. The equipment did not show any signs of mechanical damage. It appeared that the upper battery cell had an indentation at the place where the cover is pointed. Both battery cells were open in the area of the charging contact. Investigation of the charging station and power pack: the thermo-fuse in the charging station acted (open circuit). The charging contacts of the charging station are not bent or damaged. All cables are intact and do not show anything unusual. The voltage of the power supply is 5.2v. There are no signs of liquid entry into the power supply. Investigation of the inside equipment: the damage occurred in the area where the casing is pointed. (B)(4).

Event description:
A bluephase g2 polymerization light suffered damage due to molten parts. The device was damaged beyond repair. The energy in the handpiece battery was released. Due to this, the battery and the device was destroyed. There was some smoke damage to items lying directly nearby. There were no injuries to people reported.